Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima standard blades ejected out of the retractor system. The procedure was completed without the use of the stabilizer. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question. While the hospital was unable to provide the exact event date, the case took place either on (B)(6), 2012. Refer to medwatch numbers 2242352-2012-00542 and 2242352-2012-00644.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all vents are tracked and trended to determine whether or not any trends develop. Other than the three reports received from this customer on the same date, we have not received any related complaints. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are currently unknown. (B)(4).